Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Evaluation: on going.

Event description:
Country of complaint: (B)(6). Two year post operative the patient had revision surgery due to femur breakage. Prior to surgery the patient experienced retro-patellar pain. No malposition of first surgery. The surgery was successful. Patient died post-operatively caused by a heart attack. Revision surgery date: (B)(6) 2016. Implanted date: 2014. Concomitant medical products: nr293k / femur extens.stem 6° d18x77mm cemented ((B)(4)); lot number: 51833436; production date: 04/27/2012; expiration date: 02/01/2022. Nr400k / nut f/femur extens.stem all sizes neutr.((B)(4)); lot number: n/I; production date: n/I; expiration date: n/I. Nb013k / enduro tibial comp.offset cemented t3 ((B)(4)); lot number: 51800741; production date: 11/22/2011; expiration date: 10/01/2016. Nr193k / tibia offset stem d18x52mm cemented ((B)(4)); lot number: 51830962; production date: 04/13/2012; expiration date: 02/01/2022.